Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. This part/lot combination could not be found. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inventory audit by the sales consultant, six instruments were found to be broken or missing components at the (B)(6). These are reportedly devices that were turned into the (B)(6) from former consultants who have left the company or transferred to another position. All devices are field inventory. There is no report of any patient or procedure involvement. There are six devices involved in this complaint. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed for four of five returned devices. Five devices were received at cq for evaluation. The depth gauge for 2.0 mm and 2.4 mm screws part#319.006 was not returned for evaluation and therefore no further investigation at cq will be performed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned t-handle has already fallen apart, the screwdriver handle has already broken, and the reamer tip has already broken. The complaint condition for the holding sleeve not interfacing with a plate could not be replicated at cq because the mating plate was not returned. The complaint condition for the forceps not holding was able to be replicated at cq as the screw/post that holds one of the leaf springs and aligns the device is bent and has loosened the leaf spring component as a result. No new malfunctions were identified as a result of this investigation. Part#314.12 large hexagonal screwdriver: this complaint is confirmed. Device was received in two pieces. The handle was broken in half just proximal to where the internal metallic shaft ends. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Root cause was determined as most likely due to cumulative wear and repeated sterilization cycles. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for (B)(4).